Event description:
It was reported that the event involved a female pt while in the iccu (intensive cardiac care unit). Unable to turn on the intra-aortic balloon pump (iabp), power supply not functioning. As a result, the iabp was switched out successfully. No report of pt death, complications or injury. Medical/surgical intervention required was noted as the replacement of the iabp. There was a 15 to 20 min delay or interruption in therapy noted. The pt outcome is the pt cured well.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.